Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged. The lead was functioning normally, p-wave measurements were 0.9mv, however the threshold measurements were 4v @ 0.5 ms. A lead revision was performed were this lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.